Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two episodes of delivering inappropriate therapy for the patient's supraventricular tachycardia (svt) and atrial fibrillation (af) with rapid ventricular response (rvr). During the first episode, this ICD delivered anti-tachycardia pacing (atp) and nine electric shocks due to the ventricular rate being greater than the atrial rate. Also, therapy was exhausted. It was noted the patient was not symptomatic. Technical services (ts) reviewed and found post shock discriminators were programmed off. Ts discussed increasing zones and adjusting the patient's medication to the physician's discretion. During the second episode, this ICD delivered anti-tachycardia pacing (atp) and one electric shock. The physician suspected there was oversensing on the atrial channel of ventricular signals. Ts reviewed device data and found that the ventricular rate was greater than the atrial rate due to this ICD undersensing the atrial channel due to cross chamber blanking. Ts discussed further reprogramming options with the physician. This ICD remains in service. No additional adverse patient effects were reported.